Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading was 700mg/dl. It was stated that the customer was diagnosed with several other disease prior to her admission, including depression. Troubleshooting was not performed at the time. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.